Manufacturer narrative:
(B) (4). The ge service rep inspected the system. The problem caused a broken wire for the video in the interconnect cable. The rep replaced the cable and verified proper operation.

Event description:
The customer reported that the system would not fluoro.